Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 531mg/dl which was treated with insulin pump. Customer¿s current blood glucose was 204mg/dl and customer also experienced low blood glucose of 57mg/dl which was treated with liquid glucose. Customer also had blood glucose of 250mg/dl, over 300mg/dl. Customer had symptoms like dry mouth and thirst. Customer reports insulin exited at the quick release. Customer declined troubleshoot for low blood glucose. Insulin pump will not be return for analysis.